Manufacturer narrative:
The esheath was returned to edwards for evaluation. Upon visual inspection, the valve was protruding out of the sheath shaft, the liner was torn approximately 5¿ from the tip and 2¿ in length, the sheath appears to have expanded as designed, a cut on the sheath shaft was present on the distal tip approximately 0.75¿ in length, a kink was present 6.5¿ at the distal tip and heavy scratches were present along the sheath shaft body. Functional testing revealed that the delivery system was able to be advanced through the sheath and the unexpanded region of the sheath expanded without any abnormalities. Dimensional testing revealed the single wall thickness met specification. During delivery system insertion through the esheath, insertion forces can vary due to several patient/procedural related factors such as sub-optimal insertion/placement angle of the sheath into the patient (due to patient¿s anatomy), thv size, vessel diameter, tortuosity and degree of calcification. The aforementioned factors may create a difficult pathway to advance the delivery system through the sheath. Other procedural factors such as improper flushing/wetting of the devices, incomplete/ misaligned valve crimping, and incomplete advancement of the loader may put extra strain on the device, resulting in difficulty inserting the delivery system through the sheath. No patient factors were provided (access vessel size, calcification, or tortuosity). However, visual inspection of the sheath revealed scratches on the sheath shaft and a cut at the sheath distal tip, indicating the presence of calcification. In addition, the returned sheath shaft had curvature which could indicate that tortuosity was also present. Furthermore, the liner is observed to be torn only at the location where the valve protruded through the sheath. If excessive force was applied to advance the delivery system under the above conditions, the valve struts could have cut through the esheath and resulted in the observed liner tear. The observed kink on the sheath shaft could indicate that excessive force or manipulation was applied when the delivery system was advanced. Available information suggests the combination of patient and/or procedural factors may have contributed to the observed resistance. Furthermore, if excessive force was applied to advance the delivery system under these conditions, the valve could have then cut through the esheath and resulted in the observed sheath condition. Certain patient and/or procedural factors are known to contribute to the liner tears, including: · calcification can damage the exposed portion of the sheath liner. Such damage along the liner could lead to immediate cutting/tearing, or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system. · vessel tortuosity and sub-optimal insertion angles can lead to non-axial alignment in the retrieval of the delivery system through the sheath. The delivery system can potentially catch onto the liner, propagating into a tear upon removal. Based on the condition of the returned units, the resistance reported could be confirmed; however, no manufacturing non-conformances were identified. At this time, a definitive root cause was unable to be determined; however, patient and or/procedural factors may have contributed to the event. No labeling or IFU inadequacies have been identified and review of complaint history did not reveal that occurrence rate exceeds the march 2017 control limits for the trending category. No preventative or corrective action is required at this time.

Event description:
As reported through our (B)(4) affiliate, during insertion of a 29mm sapien 3 valve by transfemoral approach, the delivery system/valve got caught in the 16f esheath. The delivery system was unable to be inserted any further and had to be retrieved with the valve. A new delivery system and valve used successfully. No injury was reported, and at the time of the report, the patient was stable. Although there was no report of patient injury, the degree of damage found on the sheath upon return for evaluation makes it unlikely that it was withdrawn over the guidewire alone. Efforts to clarify the event with the international field representative have been unsuccessful but it appears that surgical cutdown to remove the devices would have been necessary.